Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, perineorrhaphy and vaginal colpopexy. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent mesh revision and removal of a vaginal apex suture on (B)(6) 2007 due to non-healing surgical wound over previous mesh and suture erosion at the vaginal apex. It was reported that patient had perigee and elevate implants plus removal of old graft on (B)(6) 2008. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and perigee and elevate were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) "2107" and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent removal of old graft material due to recurrent vaginal prolapsed with cystocele, vault prolapse, and rectocele. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.